Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, top cover/chassis corrosion, and front panel damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that bent pins in the camera socket of the visera elite video system center was noted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the buckling of the video connector socket was due to excessive force. However, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which states: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance for this device.